Event description:
The pt was being supported in the hospital emergency room with an impact 754 portable ventilator for approximately 25 minutes when the clinician noted the pt's o2 saturation dropping. The clinician immediately removed the ventilator and began manual ventilation. It was reported that the ventilator registered that it was delivering a 650 tidal volume at a rate of 16 but there was very little air being delivered when the circuit was disconnected at various points. The pt was placed back on the ventilator but there was no chest movement and no air could be heard entering the lungs. The circuit was carefully checked for leaks -none were found. A second impact 754 ventilator was obtained and the transport was completed without adverse event to the patient. The clinician was able to replicate the event when testing the unit after the event. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the rate switch/panel was found to be intermittent causing the breath rate to fluctuate. The switch panel was replaced and device preventive maintenance, calibration, burn-in and output testing was performed. Root cause was identified as a soldering issue to the rate pot possibly due to pressure from the adjustment knob. The need for corrective action is being evaluated at this time. The unit was returned to the end user after it tested within specification.